Event description:
It was reported that while performing an ultrasound bilateral carotid artery scan, image annotation text added by the system operator to identify the right ica was intentionally erased. When imaging the left ica, the same text reappeared when doppler mode was selected. The left ica image was saved with incorrect annotation. Since this pt was scheduled for surgical intervention, there was concern for possible left/right identification error. The identification error was discovered and no injury nor surgical error was reported. The software has since been corrected to the user's satisfaction.